Manufacturer narrative:
Device evaluated by MFR.: the synergy xd mr ous 2.50 x 20mm stent delivery system was returned for analysis. A visual examination of the stent found stent damage. Proximal stent struts were lifted from the crimped position. The undamaged stent outer diameter was measured and was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of distal tip damage. A visual and tactile examination of the hypotube shaft found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during analysis.

Event description:
Reportable based on device analysis completed on 19-aug-2021. It was reported that crossing difficuties were encountered. The target lesion was located in the severely tortuous and severely calcifed artery. A 2.50 x 20mm synergy xd drug-eluting stent was advanced for treatment. However, the device failed to cross the lesion. The procedure was completed with another of same device. No patient complications were reported. However, device analysis revealed stent damage.